Event description:
It was reported that the t:slim x2 pump battery would not charge when plugged in. There was no adverse impact to the customer¿s blood glucose level. The caller mentioned no alarm was showing and planned to call back once they had the charging cable available. Upon follow-up customer says issue resolved on its own and they will monitor pump. Cts to close case.